Manufacturer narrative:
Additional suspect medical device components involved in the event: 18835097. Product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch:(B)(6).

Event description:
It was reported that this spinal cord stimulation (scs) system was removed because the patient felt that the stimulation therapy was not effective. The location of the device is currently unknown as representative was not informed of the procedure. No additional adverse patient effects were reported.